Event description:
The customer reported approximately one cup of blue solution leaked from the side of the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed clenz was leaking from the tubing to pinch valve (vl37). The fse replaced the tubing at pinch valve (vl37) and cleaned the vacuum line tubing, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).